Event description:
It was reported that the facility identified a cybersecurity vulnerability related to "microsoft web deploy < 10.0.2001 remote code execution (cve-2025-53727)". There was no actual cybersecurity incident reported. No harm to the patient or user occurred, and there was no delay in medication dispensing.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. The repair is not yet completed; complaint will be reopened to document the repair if the device is later repaired.

Event description:
It was reported that the facility identified a cybersecurity vulnerability related to "microsoft web deploy < 10.0.2001 remote code execution (cve-2025-53727)". There was no actual cybersecurity incident reported. No harm to the patient or user occurred, and there was no delay in medication dispensing.

Manufacturer narrative:
Correction : section h imdrf annex a code.